Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014,product type: catheter. (B)(4).

Event description:
A consumer reported that the pump was alarming or beeping. The patient started hearing the pump alarm on (B)(6) 2015. It was noted that the patient missed a refill because he did not have a managing physician. The patient was in a lot of pain. The patient was given a physician listing. The pump was infusing 30 mcg/ml bupivacaine and sufenta (sufentanil). The patient's medical history includes spinal pain. No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.